Event description:
It was reported that during service and repair pre-testing, it was observed that the foot was bent on the craniotome device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Please note that the date of manufacture was inadvertently omitted from the initial report. It has been updated to reflect the date the device was manufactured. Device evaluation: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that was due to mishandling by dropping or hitting the device against something. The assignable root cause was determined to be due to improper handling, which is misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.